Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager dilatation catheter noted blood visible in the guide wire lumen and on the shaft and hypotube. There was contrast in the inflation lumen. The balloon was loosely folded. This is consistent with preparation and the catheter used in the patient anatomy. The guiding catheter used in the procedure was not returned; therefore it is unknown how it may have contributed to the reported difficulties. Possible causes for difficulty in removing a dilatation catheter after inflation may include: interaction of the balloon with a stent implant if the stent is not fully expanded and apposed to the vessel wall, the balloon not being fully deflated prior to attempting to remove the balloon from the implanted stent, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter or introducer sheath. The 2/3 collapsed balloon profile was measured and met manufacturing criteria. The reported difficulties were unable to be confirmed as the catheter was advanced and retracted through a 6fr guiding catheter with no resistance noted. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported difficulties were unable to be confirmed and there is no indication of a product quality deficiency. To help ensure this difficulty is not related to a manufacturing deficiency, the profile dimensions on all balloon catheters are confirmed by visual and dimensional checks on the manufacturing line.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during a procedure of the left anterior descending (lad) artery after stent implant the voyager nc was used to post dilate by inflating to 18 atmosphere (atm); however, after balloon deflation the device became stuck and could not be removed through the guide catheter. After several unsuccessful attempts to remove the balloon catheter, both devices were removed from the anatomy as a unit. There was no reported patient effect. No additional information was provided.